Event description:
Incident description: the epidural was placed by certified registered nurse anesthetist (crna). Once the epidural catheter was in place, the catheter was not patent and unable to be flushed or have test dose administered. Connector changed by crna and there was still no success in flushing the epidural catheter. Epidural catheter was removed and there were no kinks or knots noted in the catheter. A new catheter was then placed and flushed successfully. The patient was not harmed and had a functional epidural on the second attempt.